Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A compliance officer reported (B)(4) cases of "refractile inclusions" termed as glistenings. The glistenings are reported to be affecting the quality and amount of vision in the patients involved. Additional information has been requested. There are (B)(4) medical device reports associated with these events; this is the twenty-fifth case. This patient was bilaterally implanted. This report is for the left eye.